Event description:
The device was returned for repair for the issue of torn off light guide (lg) bundle cover during preparation for use. Both the lg lamps were not working. Upon evaluation of the returned device, it was observed that the nozzle had foreign material. This medwatch is being submitted for the issue of foreign material observed in the nozzle during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle had foreign material. The nozzle was also deformed. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device are: distal end has a dent; adhesive on distal end rubber coating (a-rubber) is detached; connecting tube, universal cord, are scratched; ig protector is shaved; due to wear of angle wire, bending angle in up direction does not meet the standard value and right/left knob is out of the standard value; due to discoloration of light guide (lg) lens, illumination is uneven; and lg lenses have discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation of foreign material on the nozzle, the root cause could not be identified; however, the event most likely occurred due to foreign matter such as body fluid or adhered substance of the drug used from peripheral devices because the reprocess after the previous case was inappropriate or it may have also been due to the nozzle of the device becoming deformed. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" 2) "inspection of the air-feeding function and inspection of the objective lens cleaning function" 3) "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 4) "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." 5) -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 6) "manually cleaning the endoscope and accessories, clean the external surface, immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end, flush the air/water channel with detergent solution, remove detergent solution from all channels. " 7) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event for reprocessing performed at the facility. Information on initial reporter is not available. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. An air water (aw) channel cleaning adapter is being used for pre-cleaning which is performed immediately after a procedure. Steps followed are: wipe the applied area immediate after use then aspirate the water after that aw adaptor is used. Detergent used for pre-cleaning is enzymatic (gigazym). The endoscope channels are brushed during manual cleaning with reusable brushes bw-20t, andmh-507. Cleaning and disinfectant solutions used with the endoscope are johnsons & johnson cidex. An automatic endoscopy reprocessor (aer) is not used. The device is stored in a storage cabinet after use.